Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that subsequent testing verified the complaint of the wheel coming into contact with the chair while in motion. Per the initial evaluation, the bearings were noisy and the right wheel rubs the right arm with weight in the chair. Per the expanded evaluation report, the right rear wheel was slightly out of round and did not roll straight. The wheel moved between 3/16 and 5/16 of an inch away from the arm rest. The left rear wheel bearing was noisy as it turned. However, the wheels were still able to roll easily, despite the right wheel being out of round. The underlying cause of the complaint issue was identified as the right rear wheel was out of round.

Event description:
Customer states that the point of connection where the wheel and frame axle meet appears to be bent. When propelling the wheelchair the wheel pulls away then pulls toward the side hitting the side panel of the chair. Also, when observing from behind the wheelchair in motion you can notice the bend of the frame at the axel point.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states that the point of connection where the wheel and frame axle meet appears to be bent. When propelling the wheelchair the wheel pulls away then pulls toward the side hitting the side panel of the chair. Also, when observing from behind the wheelchair in motion you can notice the bend of the frame at the axel point.